Manufacturer narrative:
MDR number for this event should be 2122870-2016-00115. Please refer to the original MDR 2122870-2016-00122 for full event details.

Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not supplied by the customer. A beckman coulter field service engineer (fse) was dispatched to assess the instruments performance. He checked the wash arm lead screw and felt there was too much play. The fse ordered a new lead screw. While onsite the fse removed the lead screw and discovered the bearing were bad. He replaced the lead screw and bearings. After the repairs, the system performance was verified with a precision check and quality control (qc) data. All verification testing passed within published instrument and assay performance specifications. In conclusion, the wash arm lead screw may have caused the elevated troponin I results. There is sufficient evidence to reasonably suggest a hardware malfunction as the replaced parts resolved the issue. All mdrs associated with this report: mdr2122870-2016-00115; mdr2122870-2016-00122.

Event description:
The customer reported obtaining troponin I (access accutni+3) result differences between the access 2 immunoassay system, serial number (B)(4), and another point of care analyzer for six (6) patient samples. Patient 1-4 will be addressed in MDR 2122870-2016-0122. The 1.21 ng/ml is from the fifth patient (designated as patient (5)). The 17.56 ng/ml from the sixth patient (designated as patient (6)) was reanalyzed using the same access 2 immunoassay system and a result of 2.76 ng/ml and 0.60 ng/ml, above the assay's normal reference range, was obtained. The samples from patients six (6) were retested using another point of care analyzer and lower results were obtained. The customer stated the access accutni+3 results were not reported from the laboratory. The customer stated there was no change or impact to patient treatment in association with the access accutni+3 results. The lithium heparin plasma samples were centrifuged at 4000 rpm for ten (10) minutes. A system check passed within published performance specifications and quality control (qc) recovery was within the customer's established ranges at the time of the event. The system check after the event failed. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. All mdrs associated with this report: mdr2122870-2016-00115; mdr2122870-2016-00122.